Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer reported complaint ¿ no additional findings. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the vessel sealer instrument was not sealing adequately. The customer reported complaint does not itself constitute an MDR reportable event; however, the reported insufficient sealing issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, vessel sealer was not cauterizing the tissue. Isi followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator stated that the surgeon is the only person who can provide details about the sealing; however, it is not possible to contact him. The robotics coordinator confirmed that "bleeding was not an issue," her understanding was that the vessel sealer instrument might have worked and then stopped sealing. The robotics coordinator also confirmed that no fragment fell inside the patient and the procedure was completed with a backup vessel sealer instrument.